Manufacturer narrative:
The echelon 10 microcatheter and the rhv were not returned. The coil was stuck in the microcatheter. Located 69.5cm off the proximal end is a severe kink on the core wire. Located 2.0cm and 2.3cm off the distal tip of the green introducer are two severely kinked sections, the distal kinked section has been compressed important to note that the coil was only damage in these two sections. The coil's socket ring has been down inside the outer sheath. Except as noted the remainder of the coil is undamaged. The coil was returned severely damaged. This damage is in direct alignment with two kinked sections found on the green introducer. The most likely root cause of the coil becoming stuck may have been due to the kinked sections of the green introducer. It caused severe coil damage that may have prevented coil advancement through the microcatheter. It is possible that the rhv adjustable gasket may have been over tightened; but this could have only occurred if the distal tip of the green introducer was not properly aligned and against the hub to microcatheter junction. However; the exact cause of this damage cannot be determined. In addition; without the return of the echelon 10 microcatheter and the rhv used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the implant the coil got stuck; the doctor had no alternative but to tack it out. Failure analysis discovered that the returned coil was severely damaged.